Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. It was also reported that the left ventricular (lv) lead had high impedance and a possible fracture. The device was explanted and replaced and the lv lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 694758 lead, implanted: (B)(6) 2008; 407645 lead, implanted: (B)(6) 2008. (B)(4).